Manufacturer narrative:
(B)(4). D10: cat# 650-0660 lot# 3239463 delta ceramic fem hd 36/-3mm. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to leg length discrepancy. The patients leg was considerably longer, approximately 20 mm, so the surgeon decided to remove the proximal body of the stem and reduce the leg length discrepancy by 10 mm. Attempts have been made and no further information has been provided.